Event description:
The problem was observed on 8/4/97. Cassette with bellows would collapse during pumping of enteral formula and would not repressurize for continued cycling. The companion pump would continue to pump though no formula was passing through pump. Advised pt to blend all medications that needed to be added to formula. New bags and pump sets were used. Future problems have been avoided to date.